Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: internal insulation abrasion was noted at 12.4-13.2cm and 9.9-11.4cm from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed via x-ray. The lead was explanted. The patient condition was good.